Event description:
The patient is reportedly experiencing pain and tenderness at the implant site. The patient has been a non-user of the device and has elected to have the device explanted. The surgery has been scheduled.